Event description:
Healthcare professional reported "increased hardening and painful breast deformity with baker IV capsulitis and severe thickening, hard scar tissue formation". This record is for the right side. "Open periprosthetic total capsulectomy" and "refill right breast 30cc" were performed to treat the event. Device remained implanted following the procedure.

Manufacturer narrative:
Clarification to h10 related report numbers: this record is for a capsular contracture treated in 2006 via capsulectomy and the device remained implanted. Mrn 9617229-2026-08446 relates to a capsular contracture in 2026 of the same device as this record. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.